Event description:
It was reported that components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested but was not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.